Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their battery cap, and hospitalization for high blood glucose levels. The customer's blood glucose level was unknown. The customer sates they were going to change out the battery, but didn't realize they were turning the battery cap the wrong direction. The customer states they cannot change the battery anymore. The customer states when the time changed, they were not able to adjust their settings, so their pump has been off by an hour. The customer was assisted with programming time and was advised that replacement battery cap would be sent out. The customer states they had gone to the hospital previously for high blood glucose levels. The customer states the doctors were not sure of the reason for the highs. The customer's current levels are stable. The customer state they will call back if issues arise in order to troubleshoot.